Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood.¿ h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a urinary tract infection. It was stated that currently the patient was not using the purewick female external catheter. The patient had been using the purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time, and medical intervention was unknown.

Event description:
It was reported that the patient had a urinary tract infection. It was stated that right now the patient was not using the purewick female external catheter. The patient had been using the purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time, and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.